Manufacturer narrative:
Additional information was provided about the second questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result. On (B)(6) 2014, the initial result was 125 iu/l. The second and third measurements were <0.100 iu/l. The third result of <0.100 iu/l was reported outside the laboratory. The patient was not adversely affected. The patient was a (B)(6) female. Medication was pantoprazole. Date of event should be (B)(6) 2014.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided calibration, qc and analyzer data, a general reagent or instrument issue was not evident.

Event description:
The customer received questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) results for two patient samples. Of the data provided, only the results for one sample were discrepant. The initial result was 3.97 iu/l with a data flag. The second result was 0.707 iu/l and the third result was 0.745 iu/l. The result of 0.745 iu/l was reported outside the laboratory. The patient was not adversely affected. The hcg+ss reagent lot number was 173268. The expiration date was requested, but was not provided.